Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record could not be performed as neither a catalog nor lot number was provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. A sample is not available for evaluation.

Event description:
It was reported that after giving an insulin injection with an unspecified bd insulin needle, the healthcare worker obtained a needle stick injury while closing the safety mechanism. It is unknown if any medical interventions were provided.